Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 200 ohms. Technical services (ts) was consulted, discussed possible defibrillation threshold (dft) test. Subsequently a commanded shock was performed with shock impedance measurements withing limits. This rv lead remains in service. No adverse patient effects were reported.